Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the proximal femoral nail-antirotation (pfna) ii helical blade's interlocking mechanism failed. Next sized helical blade was used. There was a five (5) minutes delay. Procedure was successfully completed. No further information provided. This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: visual inspection: the pfna-ii blade l85 tan (p/n: 04.027.052s & lot #: 2l25859) was returned and received at us customer quality (cq). Upon visual inspection, minor scratches were present on the blade. This might be due to the explantation/implantation. However it doesn't impact functionality and no issues were found with the device. Functional test: the functionality test cannot be performed as the impactor/mating device was not returned. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: inner diameter of screw. Measured dimension: confirming. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed no design discrepancy is found. Complaint confirmed? No. Investigation conclusion: the complaint condition was not confirmed for the pfna-ii blade l85 tan (p/n: 04.027.052s & lot #: 2l25859). The impactor was no returned and no issues were identified with blade. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E1: reporters state: (B)(6). H3, h4. H6: device history lot: part: 04.027.052s. Lot: 2l25859. Manufacturing site: bettlach. Release to warehouse date: 15.nov.2018. Expiry date: 01.nov.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11:d9: complainant part is not expected to be returned for manufacturer review/investigation, as part remains in the patient and part was discarded by the facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate d9/device not returning.